Manufacturer narrative:
Device evaluation of electrode belt has been completed. The electrode belt trunk cable was intermittent and damaged. The root cause for damaged trunk cable could not be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.